Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Two (2) devices of the same lot number were received for evaluation. Visual inspection of both actual samples showed that the support plates were broken at the level of the effluent port. A functional air leak test was performed on one sample, and a leak was observed at the level of the dialysate port due to the crack. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported conditions were verified. The damage to the sets was determined to be related to mechanical shock applied to the product during shipping, transport, and/or improper storage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filters of two (2) oxiris sets were observed to have "cracks all down the frame" and leaked during priming. The box was noted to be damaged. There was no patient involvement. No additional information is available.